Manufacturer narrative:
A field service engineer (fse) evaluated the event on (B)(6) 2015 and observed protein buildup inside the wbc apertures; latex displayed high cvs (% coefficient variation) and random voteouts on apertures 1 & 3. The wbc apertures were replaced, cbc latex calibrator was run with appropriate adjustments and controls were run, all with acceptable precision. Patient results correlated with the alternate instrument and the system was validated. (B)(6).

Event description:
The customer reported a specific sample run on their lh750 instrument initially gave an acceptable white blood cell (wbc) result with differential (diff) vote outs (non-numeric replacement codes or flags). Due to the diff flags, the same sample was re-run where wbc was low without diff flags and was reported out. The lab then zapped the apertures and reran the same sample where the wbc was agreeing with the first run. The sample was run on an alternate lab instrument which gave wbc correlating with the initial and second re-runs and a slide review was performed. The lab issued a corrected report using the corrected wbc. Controls run before and after this event was within range and the instrument is currently performing within qc specifications. There was no death, injury, or change to patient treatment in connection with the reported event.